Event description:
It was reported that the patient was hospitalized after the ventricular assist device (vad) exhibited high watt and electrical fault alarms. An x-ray and inspection of the vad driveline cable were performed without obvious fracture of the driveline and no external abnormality noted. The patient underwent a driveline splice repair. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2024 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: one (1) pump with unknown serial number was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a servicing issue and the device serial number was unknown. A service history review could not be performed since a serial number was not provided. Review of controller log files was not performed as log files were not available for analysis. As a result, the reported high watt and electrical fault alarms could not be confirmed due to insufficient evidence. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered. A possible root cause of the reported electrical fault and high watt alarms can be attributed, but not limited, to driveline wire damage, contamination by foreign material of the driveline connector, or a marginal driveline connection. This event was reported in the q4 2024 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.